Event description:
During a remote follow up, decreased sensing was observed on the right ventricular (rv) lead. Rv lead micro-dislodgement was suspected but this was not confirmed. The device was reprogrammed to resolve this event. The patient was stable.